Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00006. A facility reported that before they used the mayfield modified skull clamp (a1059) on a patient, they realized that the lock was very loose and could unlock by barely touching the cam. No harm occurred and no surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is routine use and wear of the skull clamp. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a